Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was performed. The case started as 8:29am and the patient was nothing by mouth (npo). The left atrial pressure was 13mmhg. A 30mm watchman ® laa closure device was deployed. The position of the closure device was suboptimal and there was a small leak on the 45 degree view. The compression ranged from 19 to 13.33%. The closure device was released in the laa. The echocardiogram physician was scanning the heart when they noticed that the closure device had embolized from the laa and was lodged in the mitral valve. The patient remained hemodynamically stable. They decided not to snare the closure device and prepped the patient for surgery. The surgeon removed the closure device and her appendage was clipped. There was no damage to the mitral valve. After surgery the patient was doing fine and expected to recover completely.